Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd was not able to duplicate or confirm the customer¿s indicated failure as no sample, batch, or lot code was provided. This complaint will be entered into the complaint management system and will be tracked & trended for future occurrences. Shall a sample or lot number become available, the complaint will be re-opened and an investigation will take place.

Event description:
It was reported that an allergic reaction occurred after use with a bd insyte¿ autoguard¿ shielded IV catheter. The following information was provided by the initial reporter, "health professional called and stated facility has had 10 reports of phlebitis, thrombo phlebitis, or dvt since january. Health professional is inquiring if product has changed?" This complaint captures the occurrence on (B)(6) 2019.